Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. (22)0413735708) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain and malaise. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and essure coil removal)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage and pelvic pain to be related to essure. Lot number: (022)0413735708q-not valid. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received: lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. (022)0413735708q-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain and malaise. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding "), abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and essure coil removal)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. (022)0413735708q) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain and malaise. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding "), abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and essure coil removal)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.